Event description:
It was reported that the log files captured a couple pump stop events on (B)(6) 2023 at 17:55 about 18 seconds apart. The first pump stop event appeared to be possibly electrostatic discharge (esd) related given the duration of the pump reset of around 4 seconds. The other pump stop may be due to a driveline disconnect/or possibly another esd event. This event lasted around 10 minutes. The pump resumed normal operation on (B)(6) 2023 at 18:08. The patient was seen in a clinic and 18 pump off alarms and 16 driveline disconnects were noted during device interrogation. The patient was admitted for further maintenance education along with heart failure symptoms. There was suspicion for physical disconnections as the door on the back of their system controller was open, revealing the driveline disconnect button. The patient also brought their mobile power unit (mpu) to clinic for further education on its use. The backup system controller was attached to the mpu power leads. The patient had a difficult time connecting power to their system controller after the ventricular assist device (vad) team spent an extensive amount of time teaching the patient and having the patient perform and show back multiple times. The patient stated that they did not hear any alarms. Related pump was reported under manufacturer report number 2916596-2023-08517.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty being able to connect power to the heartmate 3 system controller (serial number: (B)(6) ) was not able to be confirmed, as no products were returned to abbott for analysis. Log files were submitted for review, containing approximately 8 days of information ((B)(6) 2023 and (B)(6) 2023 per timestamp). Driveline disconnect and pump off events were observed; however, these do not appear indicative of an issue with this controller and will be covered by the investigation of the pump on this event (see manufacturer report number 2916596-2023-08517). There were no events in the log file which reflected difficulty with the controller being connected to power. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.